Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there were 2 small pieces'), fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('the rest of the insert coiled and lying on the posterior uterus') and device expulsion ('the rest of the insert coiled and lying on the posterior uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of left essure insert and tubal ligation, other). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, embedded device and device expulsion outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for perforation: fallopian tubes, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: malposition, right occlusion only. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there were 2 small pieces'), fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('the rest of the insert coiled and lying on the posterior uterus') and device expulsion ('the rest of the insert coiled and lying on the posterior uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of left essure insert and tubal ligation, other). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, embedded device and device expulsion outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for perforation: fallopian tubes, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: malposition, right occlusion only. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Reporter added and case became medically confirmed. New events: there were 2 small pieces and the rest of the insert coiled and lying on the posterior uterus added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (tubal ligation, other). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for perforation: fallopian tubes, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: malposition, right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation: fallopian tubes, pelvic pain, abdominal pain. Lab data, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.